Event description:
A medtronic representative reported that, while in a procedure, the navigation system monitor unexpectedly turned off and back on. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. (B)(4) 2013 medtronic representative performed a navigation system check-out, all areas passed. Suspect monitor not returned to manufacturer for analysis. No further issues reported.